Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 20nov2018, a patient (pt) from (B)(6) reported discomfort and irritation while wearing acuvue® oasys® brand contact lenses (cl) and the cl was torn during wear on (B)(6) 2018. The pt visited an ophthalmologist and was told there was an ulcer ¿(close to the cornea) but not right on the cornea¿. The pt reported os discomfort, redness, irritation, and tearing with approximately 2 weeks of wear. The pt removed the cl, which was torn during wear. The pt visited an ophthalmologist and was told there was a ¿small ulcer on the outside of her corneal¿. The ophthalmologist instilled an eye drop (unspecified) and an eye patch placed on the os. The pt returned to the ophthalmologist the next day and another eye drop (unspecified) was instilled and the eye patch was replaced on the os. The pt was prescribed another "thicker lubricant¿ (unspecified) that was used every 4 hours for 4 days and the pt was then cleared to resume cl wear. The pt reported replacing cls every 30-45 days and does not sleep in the cls. On (B)(6) 2018, additional information was received from the pt: the pt reported using arlyte solution to clean and store cls. On (B)(6) 2018, additional information was received from the pt: the pt reported being prescribed gatifloxacin (unspecified frequency or duration). Pt noted that the treating ecp was not willing to release the pt¿s medical information. On (B)(6) 2018, additional information was received from the optometrist: the optometrist reported that the pt has been seen at the clinic since 2011 and that the pt did not have an os corneal ulcer in (B)(6) 2018. The optometrist noted that the pt over wears the cls. The optometrist noted continuously reinforcing proper hand hygiene to the pt. No further information was available at that time. Multiple attempts were made to the treating ophthalmologist to verify the diagnosis and the treatment. No additional information has been received. The suspect cl is not available for return. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0036d3 was produced under normal conditions. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed.